Manufacturer narrative:
As reported, during use in patient, this swan ganz catheter was entangled with the central venous catheter. Resistance was met when attempting to reposition the catheter and pull it out of the 8.5f transducer. An x-ray confirmed that the two catheters were tangled. Both devices were used for the remainder of the procedure, but only central venous pressure (cvp) and scv02 could be measured. Both devices were successfully removed at the end of the procedure and there was no allegation of patient harm. Although there was no allegation of device malfunction, the device was returned for evaluation. Upon evaluation, there was no visible damage observed from the swan ganz catheter. The catheter was returned with the non-ew introducer used during this event and it was able to be removed without resistance. Investigation results indicate the root cause is most likely related to a procedural error. There is no statement in the instructions for use (IFU) regarding inserting a central venous catheter at the same time of a swan ganz catheter; however, the IFU does instruct the user to confirm final catheter tip position with a chest x-ray and it is considered standard of practice to ensure that the catheter is correctly inserted and placed. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, when trying to reposition this swan ganz catheter, it got stuck being hard to move and could not be pull out through the 8,5f introducer. As per x-ray image, the swan ganz catheter was seen to be entangled with the central venous catheter also placed in the patient; therefore, only cvp (central venous pressure) and scvo could be measured. All devices stayed in place until the end of procedure and could be pulled out together with the introducer after the procedure. There was no allegation of patient injury.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics unable to be obtained.

Event description:
As reported, when trying to reposition this swan ganz catheter, it stuck in the 8,5f introducer being hardly to move and could not be pulled out. The catheter stayed in place until the end of procedure. When taking an x-ray image it was seen that the catheter was tied with the central venous catheter. Both could be pulled out together with the introducer after the procedure. There was no allegation of patient injury. The device was available for evaluation.